Event description:
It ws reported the patient developed a device site infection. It was further reported the patient ws treated with intravenous antibiotics and the implantable cardioverter defibrillator (ICD) remains in use. The organism was identified as staphylococcus. The patient was enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
Additional information was received and reported the device system has been replaced.

Event description:
Additional information received reported the implantable cardioverter defibrillator (ICD) system has been explanted and not replaced.